Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise, low impedance measurement and no capture. Boston scientific technical services recommended an x-ray to rule out any lead issues. The physician is planning to reprogram device. There were no adverse pt effects reported. Additional information was received that the device was reprogrammed and the pt was in normal sinus rhythm. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.